Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse found that the electrical power cable going to the vacuum pump had been rubbing against a metal bracket and had worn through the insulation on the electrical cable. The cse installed a new vacuum pump and checked vacuum level, which was within specification. The cse ran a system check, which passed. The cause of the sparks observed by the customer was due a damage to the insulation of the electrical cable. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension xpand with hm instrument observed sparks coming from the water bottle area while removing the water bottle cap. The operator reported there was no smell of smoke or smoke emitted. The customer stated that the instrument was not in operation until the siemens customer service engineer (cse) completed his service to correct the issue. During this period, all samples were sent to the reference laboratory for testing. There are no reports of adverse consequences due to the sparks observed by the operator.